Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. This report will be amended when the investigation is complete.

Event description:
Orig. Surg date: 2006. Allegedly disassociation of head from shell.